Event description:
On (B)(6) 2010, pt reported she pulled her insulin cartridge out and insulin spilled on the inside of the cartridge compartment of her infusion device. Educated pt that pulling the cartridge causes the plunger to remain on the piston rod and causes the bottom of the cartridge to come out and split insulin inside of the compartment. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.